Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: the following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Review of the most recent repair record determined the eccentric system was damaged and malfunctioning. The eccentric system was replaced and resolved the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. Per instructions for use, the zimmer® universal power system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued performance. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the oscillating saw attachment is getting stuck, causing it to stop completely. Attempts have been made and no more information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - czechia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.